Manufacturer narrative:
The customer¿s report of the pump not alarming when going to kvo using the delay start option was confirmed. The infusion in question was programmed with a delay start with no callback after programmed. As designed, when the delay start feature is used, there is no audio alarm when the delayed infusion is complete, unless a callback after option has been programmed, and the device does not go to kvo. The pcu log shows that the option for this infusion was set for callback before. The root cause of the reported event was identified as a programming issue.

Event description:
The customer reported that during traditional cvvh on day 6 of ECMO, the pump did not alarm when cvvh replacement fluid was done. The cvvh infusion bag was 3l. The pump just stopped delivering and remained silent for an unknown period of time. The patient dropped arterial pressure and became very hypotensive. Additional fluid and albumin were given as the ECMO pump stopped and the patient attempted to code. Devices were changed out and the patient became stable with no lasting harm.